Manufacturer narrative:
The reported event of setscrew issue was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. A lead fitment test and setscrew mechanical engagement test was performed; all resulted in normal operation.

Manufacturer narrative:
E1: reporter phone number: (B)(6). The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a lead replacement, the physician attempted to tighten the set screw on port 9-16 but was unable to tighten the set screw to the point of locking. The torque wrench could be seen turning inside the header. In turn, the ipg was explanted and replaced to address the issue.